Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill a cartridge. Reportedly, the customer was unable to push down on the plunger to introduce insulin into the cartridge. Tandem technical support educated the customer in possible causes of the resistance experienced. There was no reported adverse impact to the customer's blood glucose level.